Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-fem-celect-pt. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 25.4 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot # e3404806) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 6 - < 11 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 27.2 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 11.0 degrees. On (B)(6) 2016, retrieval venacavagram (96 days post-procedure): site: on the same day (96 days post-procedure), an attempt was made to retrieve the filter because it was no longer clinically needed. No thrombus was present in the filter. Filter legs did not appear outside the column of contrast before retrieval. Retrieval was performed with a cloversnare® vascular retrieval set and an ¿atrieve sheath and 12 french sheath¿ via the right internal jugular vein. Additional methods/devices included a loop snare. The physician had major difficulty retrieving the ivc filter. The filter was successfully retrieved endovascularly. Whether there was extravasation of contrast after filter retrieval was not provided. Patient outcome: the patient was discharged on the same day following filter retrieval. The patient remains in the clinical study and no other adverse events have been reported.

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-1-fem-celect-pt. Summary of investigational findings: investigation is based on description of event and review of provided imaging. Imaging report describes tilt of 11deg (in reference to the longitudinal axis of the ivc) and 13deg (in reference to the l2) from time of placement. From time of filter retrieval, there is 21deg of tilt in reference to the longitudinal axis of the ivc. The increase in tilt results in the filter hook abuts the left lateral ivc wall. Given the location of the filter hook, "a normal loop snare device would not likely engage the hook of the ivc filter, especially if it was endothelialized in the wall of the ivc." The imaging review also found perforation of a secondary filter leg. The perforation was on the contralateral side of the tilt and may either have contributed to the tilt - or been a direct result of the abnormal forces placed on the leg due to the tilt. The root cause is not possible to determine. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 25.4 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot # e3404806) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was 6 - < 11 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 27.2 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 11.0 degrees. On (B)(6) 2016, retrieval venacavagram (96 days post-procedure): site: on the same day (96 days post-procedure), an attempt was made to retrieve the filter because it was no longer clinically needed. No thrombus was present in the filter. Filter legs did not appear outside the column of contrast before retrieval. Retrieval was performed with a cloversnare® vascular retrieval set and an ¿atrieve sheath and 12 french sheath¿ via the right internal jugular vein. Additional methods/devices included a loop snare. The physician had major difficulty retrieving the ivc filter. The filter was successfully retrieved endovascularly. Whether there was extravasation of contrast after filter retrieval was not provided. Patient outcome: the patient was discharged on the same day following filter retrieval. The patient remains in the clinical study and no other adverse events have been reported.